Event description:
It was reported that the system 9800 was having difficulty saving images and would intermittently mix images. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cine hard disk drive was replaced and the replacement programmed. The system was tested and found to be working as intended and placed back into service.